Manufacturer narrative:
The device was returned for evaluation and the customers allegation was confirmed. It was noted that the issue occurred due to damage on the charge coupled device unit. It was also noted that the insulation resistance value did not meet standard value due to damage on the insertion pipe and there were scratches throughout the device. The bending section rubber adhesive had a chip and the video connector was deformed. The bending angle in the up direction exceeded standard value due to a dent on the bending tube and the bending section could not be fixed firmly due to damage to the forceps elevator lever. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely that the following led to the malfunction: it is presumed that the phenomenon may have occurred due to breakage of image sensor unit including disconnection by stress of repeated use, external factors, or handling, or that the components including ic chip and capacitor, mounted on the electric circuit board had a defect. However, a definitive root cause of the error could not be identified. This issue is addressed in the instructions for use (IFU): the instruction manual operation manual ¿chapter 3 preparation and inspection, 3.8 inspection of the endoscopic system¿ describes the following warning. Inspection of the endoscopic image. Confirm that the wli and nbi endoscopic images are normal. 1 before inspection, wipe the objective lens using clean lint-free cloths moistened with saline solution or sterilized water. 2 observe the palm of your hand in the wli and nbi endoscopic images. 3 confirm that light is output from the endoscope¿s distal end. (See figure 3.23) 4 adjust the brightness level as appropriate. 5 confirm that the wli and nbi endoscopic images are free from noise, blur, fog, or other irregularities. 6 turn the angulation control levers slowly in each direction until it stops. 7 confirm that the wli and nbi endoscopic images do not momentarily disappear or display any other irregularities. Olympus will continue to monitor the field performance of this device.

Event description:
It was reported to the distributor, that the endoeye flex deflectable videoscope had an e216 scope communication error and no image was displayed when connected to the tower. The issue was found during inspection for use and it was completed with a similar device. There were no reports of patient harm associated with this event.